Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2018-05718, reference MFR. Report#: 1627487-2018-05719. It was reported the patient's drg system was explanted due to drainage at the lead site. Cultures were taken and came back (B)(6) for infection. The patient was administered antibiotics intravenously as a precaution.